Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Consequently, the device was explanted and replaced. At this time, there is no evidence to suggest a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The information provided is very limited; the device serial number and initial reporter information were not provided. The only information available is that the event occurred in the united kingdom. Product return is unknown at this time.